Event description:
It was reported that, during an in-clinic follow-up, the device was found to be in backup vvi mode and could not be interrogated using inductive telemetry. Abbott technical support (ts) was contacted and recommended device replacement as review of the device image did not provide any information about the cause of the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on reset which occurred during high voltage charging. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.